Manufacturer narrative:
This follow-up MDR is created to document the evaluation of the returned device: a titan touch pump, two cylinders, and a reservoir were received for evaluation. Examination and testing of the returned components revealed a separation at the exhaust tube/strain relief junction of cylinder #1. Testing revealed this to be a site of leakage. No functional abnormalities are noted with the reservoir or the pump. Based on previous quality simulations and examination of the returned product, quality concluded that the abrasion marks noted on all tubing matched in such a way to conclude that they had overlapped and abraded against one another while in-vivo. This most likely caused sufficient stress(s) on the exhaust tube/strain relief site of cylinder #1 to separate the site while in-vivo. A separation of this type would then allow the loss of fluid, making the device inoperable. Management routinely reviews events such as this and monitors complaint levels. Additionally, events of this type are captured in the product risk documentation. Based on this information no further corrective action is required at this time.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, there was a device malfunction. There was no saline in the system due to a leak.